Event description:
It was reported to philips that the system's frontal and lateral planes were unable to move. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in clinical use at the time of the event. The procedure was completed as planned. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and review of the system log files identified that there was a position error from the sensors of the frontal stand. The fse performed a position adjustment to solve the issue. After the adjustment was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.